Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reports that during a revision surgery, the surgeon had a problem on his ancillary corail revision on deposit, on the trial stem size 16. The surgeon had a very odd feel and trying a corail stem of the same size, it turned out that the metaphyseal filling was not identical. He also compared the trial stem size 16 with an other trial stem size 16 from a loan kit. They did not have the same dimensions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delay in surgery is about 10 minutes. Reason for revision is mechanical issue.

Manufacturer narrative:
The complaint description states that the metaphyseal filling and dimensions were not identical between the sz 16 corail revision stem and the trial stem. The device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.